Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). The patient presented to the emergency department with severe abdominal pain and cloudy dialysate 12 hours after dwelling with extraneal. The pain progressively increased in severity and the patient was not able to perform peritoneal dialysis at home. The pain was continuous and diffuse all over the abdomen. The patient was not able to eat or drink after onset. The patient had cleansed the peritoneal dialysis catheter exit site daily with soap, water and chlorhexidine prior to covering it with gauze. The patient denied any erythema or discharge at the exit site up until the time of presentation. The patient was admitted to the hospital. The patient was empirically treated with intra-peritoneal cefazolin 500mg/l loading and followed by 125 mg/l in each exchange along with ceftazidime 500 mg/l followed by 125 mg/l after each exchange along with nystatin swish and swallow daily for prophylaxis against fungal super infection. Peritoneal dialysis continued for the first 24 hours. Sodium bicarbonate was added to the dialysate for pain relief. The ceftazidime was discontinued and monotherapy with cefazolin was continued. The patient was discharged with plans to continue treatment with intra-peritoneal cefazolin for a total of 3 weeks. The intra-peritoneal infection had resolved with the antibiotics. A decision was made to perform a simultaneous removal and replacement of the peritoneal dialysis catheter after 3 weeks of antibiotic therapy. The patient recovered from this peritonitis event.